Manufacturer narrative:
(B)(4). Batch#: u5ar7z. Investigation summary: the analysis results showed that one gst60g reload was received. The reload was received unfired and with damage on reload deck. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the damage was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic sleeve gastrectomy, the reload cartridge was removed from the package and a crack was noticed. The device was swapped out with a like device and the procedure was completed with no patient consequences.